Event description:
Customer complaints - blood leak during treatment. Bfr/dfr: unidentified. No pt harm and no medical intervention was necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibre. No further info is expected for this specific event and the case is considered closed.